Manufacturer narrative:
An evaluation of the device cannot be performed as the device was thrown away at the hospital and was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had an infected knee due to unk cause. The surgeon decided to go in and clean out the knee and replace the poly."